Event description:
A pt reported experiencing inaccurate low results with a ft meter. The pt's blood glucose results were 60, 42, 118, 36mg/dl. Tests were done within 10 minutes with a difference of 40mg/dl. Pt did not experience any adverse events. No further info has been reported.